Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio 2 meter displayed inaccurately high results compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter had been reading inaccurately high since (B)(6) 2017. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that for the past month, the patient had increased his insulin dose by 2 units every 2-3 days. She reported that on (B)(6) 2017, the patient had developed symptoms of ¿dizziness¿. She denied that the patient had received any additional treatment for his symptoms. She reported that on an unknown date and time, within 10 minutes of each other, the patient had compared the result on the subject meter to that from a laboratory device. She reported that he obtained an alleged inaccurately high blood glucose result of ¿279 mg/dl¿ on the subject meter and ¿121 mg/dl¿ on the laboratory device. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. At the time of troubleshooting, csr confirmed that the subject meter was set to the correct unit of measure. The csr noted that the patient had used an approved sample site to obtain the blood samples. The reporter confirmed that the patient had used the correct testing steps. She also confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The issue remained unresolved. The patient¿s products were requested back for investigation and a replacement meter was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.